Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) failed to change color. Manual compression was subsequently used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced while advancing the device through the sheath; the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly, with an audible click heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. They were also retracted together until the indicator window was expected to change to solid black, but the indicator window did not change color; the operator did not have a thumb on the plug deployment button during retraction, the window never showed red, and the exoseal vcd was securely locked with the vascular sheath introducer. There were no issues or damage to the deployment lever. It was not possible to press the button when the window showed black/black because the window never changed color, and no red color was observed. The plug was inside the shaft of the device and did not fall out upon removal. The device was not deployed outside the patient¿s body. The packaging was intact, and the device was used according to standard operating instructions. The operator was trained, the exoseal vcd was used during an interventional procedure, and it was stored and prepared according to the IFU. A retrograde approach was used. There were no visible signs of device or package damage prior to use. A femoral artery puncture was performed using a non-cordis sheath. Suitability of the femoral puncture site, including the insertion angle, was verified by angiography; the vessel diameter was =5 mm; no calcium or plaque was visible; there was no stent near the puncture site; stenosis was not greater than 50%; no prior closure within 30 days had occurred; and no pre-existing hematoma, avf, or pseudoaneurysm was present. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was found fully deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) failed to change color. Manual compression was subsequently used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was experienced while advancing the device through the sheath; the sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, and it locked against the handle assembly, with an audible click heard. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped. They were also retracted together until the indicator window was expected to change to solid black, but the indicator window did not change color; the operator did not have a thumb on the plug deployment button during retraction, the window never showed red, and the exoseal vcd was securely locked with the vascular sheath introducer. There were no issues or damage to the deployment lever. It was not possible to press the button when the window showed black/black because the window never changed color, and no red color was observed. The plug was inside the shaft of the device and did not fall out upon removal. The device was not deployed outside the patient¿s body. The packaging was intact, and the device was used according to standard operating instructions. The operator was trained, the exoseal vcd was used during an interventional procedure, and it was stored and prepared according to the IFU. A retrograde approach was used. There were no visible signs of device or package damage prior to use. A femoral artery puncture was performed using a non-cordis sheath. Suitability of the femoral puncture site, including the insertion angle, was verified by angiography; the vessel diameter was =5 mm; no calcium or plaque was visible; there was no stent near the puncture site; stenosis was not greater than 50%; no prior closure within 30 days had occurred; and no pre-existing hematoma, avf, or pseudoaneurysm was present. The device will be returned for evaluation.